Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the implant, the lead exhibited loss of capture. Ventricular pacing was seen without capture. The physician suspected there was a helix issue and replaced the lead. After the pocket was closed, loss of capture was again noted. At this point, the physician felt there may be an issue with the header and reopened the pocket to replace the implantable pulse generator (ipg). The new device did not exhibit a loss of capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The helix could not be extended. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.